Event description:
The hcp reported that, the patient's last refill was in 2007. The pump was filled with morphine 25 mg/ml at a daily dose of 6.00 mg/day. The hcp stated that, the pump was supposed to be refilled in three months due to morphine drug stability in the pump. The patient stated, that she had seen her hcp at the end of july or the beginning of august. Once she moved, she started to hear "chiming" and thought that this "chiming" was due to her house door bell. Then the patient's daughter heard the "chiming" and told the patient that the "chiming" was coming from her pump. The patient called her doctor and was told that the pump needed to be refilled. Five months later, the patient became sick and went to the emergency room due to nausea, vomiting, sweating and diarrhea and was treated for the flu. Subsequently, the patient was admitted to the hospital due to increased pain. The pump was interrogated and both the low reservoir and empty reservoir alarms were going off. Per the hcp, with the last refill being five months earlier, the volume would have ran out five months later, which correlated with the patient going through withdrawal and becoming sick. The pump had been empty and running dry since one day earlier. The hcp wanted to refill the pump and start the therapy, but as the drug had been in the system for roughly 6 months, it was recommended that the pump be filled with saline and then checked after a week or two to verify the reservoir volumes and ensure the pump was infusing properly. The hcp reported that, the patient was seen two months earlier for increased pain. The patient's morphine dose was increased. The patient then moved without notifying the hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.